Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the pump dispensed insulin into the tubing during the load cartridge step. There was no reported adverse event associated with this incident. This complaint is being reported because the issue could not be resolved during trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2013 with the following findings: a review of the pump¿s history showed no evidence of a load step malfunction. During testing, the pump powered on normally and displayed the verify screen. The pump was able to prime correctly and there was no load step malfunction during testing. The force sensor calibration was found to be within specifications. The pump¿s cover was removed and the force sensor flex was found to be intermittently connected due to a cracked trace near the force sensor pin.